Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a benign stenosis in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the guidewire was unable to exit at the guidewire rx port. After several attempts, the guidewire finally passed through the rx port. Reportedly, a lot of difficulties were encountered during deployment. The stent was able to be deployed but in the wrong location. The deployed stent was removed with forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath section). The inner member was found kinked near the proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath section) and another kink was found near the distal exterior tube- endoscope interface (distal end of the guidewire access sheath section). Functional evaluation revealed that the stent could not be deployed using the delivery system as received; however, the stent could be manually deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues with the device were noted. Attempts to confirm that the correct device was returned for analysis were unsuccessful. The damages noted with the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause assigned to this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of the release for distribution. A search of the complaint database confirmed that no other similar complaints exists for the specified lot.

Event description:
It was reported to boston scientific corporation on march 27, 2018 that a wallflex biliary fully covered rmv stent was to be used to treat a benign stenosis in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the guidewire was unable to exit at the guidewire rx port. After several attempts, the guidewire finally passed through the rx port. Reportedly, a lot of difficulties were encountered during deployment. The stent was able to be deployed but in the wrong location. The deployed stent was removed with forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.